Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two events of infusion set tubing detached from the connector on (B)(6) 2024 respectively. The infusion sets had been used for 24 hours. The blood glucose level was 375 mg/dl at the time of the events. The patient replaced the infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Devie 2 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.